Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the reported issue. The fse also replaced a broken axis 1 cover and multiple dirty gimbal grip pads. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 23057 and 40084 pointing to usm 4 related to the reported complaint. An event verification confirmed the prostatectomy procedure was performed on the reported event date (B)(6)2022 on system sk0935. This complaint is reportable malfunction event based on the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the system displayed a non-recoverable fault pointing to universal surgical manipulator (usm) 4 on the patient side cart (psc). The customer restarted the system twice to recover the error. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and identified errors 25730 and 40084 pointing to the usm4. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure had been in progress for 20 minutes when the reported issue occurred. The surgeon was able to resolve the issue after rebooting the system. The procedure was completed with remaining 3 arms with a procedural delay of 6 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. Failure analysis investigations confirmed and replicated the reported failures (errors 1126, 25730, & 31226). The usm was tested on an in-house system and passed normal mode. The system did not trigger errors 1126, 25730, or 31226 on the clockspring but they were confirmed via error logs/system logs. The clockspring failed the fiber test and the power readings were trending down. When tested on a testing platform, the usm passed all required tests.